Event description:
It was reported that a patient underwent an oblique lumbar interbody fusion (olif) spinal surgery with levels implanted l3-l5. It was reported that the tip of the instrument cracked. The event delayed surgical time within 15 minutes. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(6). (B)(4). Product was returned. However, the device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
Additional information: product was returned. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture. The location, direction and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload. The pin and the material forward of pivot hole is missing. The above observations are consistent with lateral bend stress overload.